Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that a cartridge alarm occurred during bolus insulin delivery. During troubleshooting with tandem technical support, it was reported that the cartridge was cracked. Additionally, there was an o-ring on the pneumatic tap. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 216-217 mg/dl.